Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the pneumatic component luer fitting. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6)..

Event description:
It was reported that post use on a patient, the safety disk iabp fill port on the cs300 intra-aortic balloon pump (iabp) was broken. There was no patient involvement and no adverse event was reported.